Manufacturer narrative:
The insulin pump passed the self test. The settings were reset and the current date and time was programmed. The reservoir units displayed properly on the display. The insulin pump was monitored for five days and all basal rates registered properly in the daily totals history screen. No history anomaly was noted. The time did not drift and was accurate. The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump had a history anomaly. Customer's blood glucose was 143 mg/dl. The customer was walked through alarm history and found 2 low reservoir alarm yesterday. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.